Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated.

Event description:
Boston scientific crm recieved information that this atrial lead was exhibiting noise and impedance measurements greater than 2500 due to a fracture. A revision procedure was performed and the lead was replaced without further incident. It was noted that the patient is a skydiver, but had not been skydiving recently. No adverse patient effects were reported.